Event description:
Treatment for the achalasia was complicated by an esophageal perforation..." 1. Microvasive-rigiflex achalasia dilator cat #5311, 2. .038 x 260 cm. Guidewire cat #5175, 3. Pneumatic infaltor cat #5320.